Event description:
It was reported that rotation speed was unstable. A 1.25mm rotapro and a rotapro console were selected for use in a percutaneous coronary intervention in the left anterior descending artery. The 90% stenosed target lesion was severely calcified and located in mildly tortuous anatomy. During the procedure, the device exceeded its set rotation speed. The set speed was 180,000 rotations per minute (rpm), but the device suddenly reached a speed of 190,000 rpm. Ablation continued; however, the device frequently stalled so the burr was exchanged. Ablation was performed a total of four times with the first catheter. An abnormal sound was also noted during this procedure. The procedure was completed with another 1.25mm rotapro and the original rotapro console. No patient complications were reported.